Manufacturer narrative:
The company rep examined the system and replaced the footswitch, footswitch cable, footswitch interface printed circuit board (pcb), and the ultrasound (u/s) controller pcb. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The root cause could not be determined. (B)(4).

Event description:
A nurse reported difficulty priming and a system message displayed during a cataract extraction procedure. Following a delay of 40 minutes, the procedure was completed with no impact to the pt.